Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('a silver metallic coil is identified embedded in the right cornu') in an adult female patient who had essure inserted for female sterilization. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device outcome was unknown. The reporter considered embedded device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2017: clinical history: recurrent cervical dysplasia specimen: uterus and cervix with bilateral fallopian tubes pathologic diagnosis: uterus and cervix with bilateral fallopian tubes: 1. Mild and focal moderate cervical epithelial dysplasia (cin·2. High-grade squamous intraepithelial lesion), identified in the 9:00·12:00 and 12:00·3:00 quadrants. 2. Benign proliferative endometrium. 3. Bilateral paratubal cysts. 4. No intrinsic abnormality identified in resected fallopian tubes gross description: a silver metallic coil is identified embedded in the right cornu.. Concerning injuries reported in this case the following one/ones were described in patient medical records embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-aug-2020: mr received: event medical device removal was replaced with event embedded device. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('a silver metallic coil is identified embedded in the right cornu') in an adult female patient who had essure inserted for female sterilization. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device outcome was unknown. The reporter considered embedded device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2017: clinical history: recurrent cervical dysplasia specimen: uterus and cervix with bilateral fallopian tubes pathologic diagnosis: uterus and cervix with bilateral fallopian tubes: 1. Mild and focal moderate cervical epithelial dysplasia (cin·2. High-grade squamous intraepithelial lesion), identified in the 9:00·12:00 and 12:00·3:00 quadrants. 2. Benign proliferative endometrium. 3. Bilateral paratubal cysts. 4. No intrinsic abnormality identified in resected fallopian tubes gross description: a silver metallic coil is identified embedded in the right cornu. Concerning injuries reported in this case the following one/ones were described in patient medical records embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilization. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-nov-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilization. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.